Event description:
It was reported that the patient presented in the clinic for the generator change procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited noise and low impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.